Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their innowave pcf sonic irrigator unit was smoking during operation. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the unit's electrical components were damaged. The technician replaced the tank assembly, sonic boards, pressure transducer and wire connectors. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.